Event description:
Medtronic received information that during the valve-in-valve implant of a transcatheter bioprosthetic valve into a bioprosthetic valve, the valve was implanted too high in the annulus. An attempt was made to retrieve the valve into the introducer sheath, but the valve was too far deployed to be able to retrieved. The valve was left implanted in the thoracic aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.